Manufacturer narrative:
Cfn-(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing confirmed the reported condition. Magnified inspection of the leak location identified a small gouge or puncture, oriented perpendicular across the bag edge. This indicated the damage occurred after the bag had been filled. The manual add port had been used, as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event is unknown. Initial reporter: operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a leak was noted along the lower right seam of an eva bag. When in the process this issue was discovered is unknown. There was no patient involvement. No additional information is available.